Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an 81-year-old patient with an edwards' perimount aortic surgical valve underwent a valve-in-valve procedure after an implant duration of approximately seven (7) years and seven (7) months due flailed leaflet leading to regurgitation. The patient presented with syncope. A 23mm transcatheter valve was implanted within the surgical valve with no reported complications.

Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (investigation findings) and h6 (investigations conclusions). H11. Additional manufacturer narrative: implant date is only known as 2016. Therefore, 31-december-2016 is being used to calculate the implant duration. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Bioprosthetic valve dysfunction includes structural deterioration (e.g., leaflet calcification, leaflet fibrosis, leaflet tear, and/or flail leaflet) structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 years 7 months.